Event description:
Procedure: laparo hepatectomy. According to the reporter: in the middle of procedure, a doctor found the breakage of sealing part. Opened another to complete the case. No patient harm. Operating time extended less than 30 min. No tissue damage. Nothing fell into the cavity. No bleeding.

Manufacturer narrative:
(B)(4).